Event description:
During a pta treatment procedure to dilate a lesion in a preexisting av graft, the balloon separated from the catheter. The balloon catheter had been checked during prep and at the time the balloon inflated properly. During the procedure, the balloon catheter was advanced to the lesion site, when at some point the balloon separated from the catheter. The catheter was removed, but the balloon material remained in the cephalic vein in the pt's arm. Multiple unsuccessful attempts were made to retrieve the balloon material percutaneously. The pt was eventually taken to the operating room and a surgical cut down was performed to successfully retrieve the balloon material. The physician does not believe that the balloon catheter became caught on any object during insertion and it was not too close to any sharp objects. No additional injury or complications were reported.